Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed. The dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre reader due to the reader "will not turn on". As a result, the customer experienced hypoglycemia. Customer reported self treatment of fruit juice. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader turned on with button press. The user had reported that reader displayed error message and at moment of medical event the reader could not turn on. Attempted to charge the reader with a known good cable. Reader successfully charged. Issue could not be reproduced. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre reader due to the reader "will not turn on". As a result, the customer experienced hypoglycemia. Customer reported self treatment of fruit juice. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his freestyle libre reader due to the reader "will not turn on". As a result, the customer experienced hypoglycemia. Customer reported self treatment of fruit juice. No further information was provided. There was no report of death or permanent injury associated with this event.